Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the dr fired the device but no staples discharged at that time. The blade did not cut properly and it pushed the tissue out from the stapler. Three of the 45 blue roticulator reloads did not open.